Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported resistance with the guiding catheter could not be confirmed due to the condition of the returned device. The separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure for treatment of a de novo lesion in the heavily tortuous, moderately calcified, proximal right coronary artery (rca), pre-dilatation was performed using a 3x12 balloon at 12 atmospheres. A 3.0x33 rx xience prime ll stent delivery system (sds) was advanced and resistance was felt with the 7f guide catheter. The sds could not be advanced any further and could not be withdrawn. Several attempts were made to push/pull the sds and ultimately the distal shaft separated. The guide catheter and sds were withdrawn from the anatomy as a single unit. The physician examined the devices and determined the issue was due to an unspecified defect in the guide catheter and not the sds. Another 7f guide catheter and 3.0x33 sds were used successfully to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.